Event description:
It was reported (during surgery) the screw did not break at the correct location (at the top of the head) but at the level of the threads. There was no adverse consequence or injury to the patient.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.